Event description:
Based on additional information received on 28-nov- 2017, this case was upgraded to serious as important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster) this unsolicited case from united states was received on 28-nov-2017 from a nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and few days after starting treatment had left knee swelling and knee stiffness. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, few days after starting treatment, the patient had left knee swelling and stiffness. Action taken: unknown. Corrective treatment: not reported for left knee swelling and stiffness. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had left knee swelling and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.